Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves an adult, female, pt, (B)(6), who received poly-l-lactic acid (sculptra) approximately 2.5-3 years prior to this report. No additional treatment details were reported. Relevant medical history and concomitant medication info were not mentioned. Two months prior to this report, the pt visited the physician with infected lumps (possibly infected granulomas) on the jawline. The physician prescribed erythromycin. The lumps along the jaw line had not improved and the pt now has lumps on her nasolabial fold. Action taken: not applicable. Outcome - not recovered/not resolved. (B)(4). Physician's causality assessment: not provided.